Event description:
It was reported that there were coupling and communication issues, and the patient experienced a 'warm sensation in or around' the implantable neurostimulator (ins) pocket during recharging sessions. It was noted that it was the patient's first time recharging and the patient initially had 0 shaded coupling bars after charging the ins recharger. It was stated that there was 'poor communication' with both the recharger and the patient programmer. The patient reportedly fell and 'passed out' due to pneumonia the weekend prior to this report. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).